Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis screen was black and machine was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all drawers showed in hardware test application. A field service engineer remotely assisted the customer on properly troubleshooting, the power coming into the station from the wall outlet. Customer contacted facilities in together were able to discover that the power coming from the outlet was not steady and failing intermittently. User was able to have facilities to reset and re-allocate the power for the station from another battery backup red outlet. Fse was able to remote into the station. The customer was able to resume transactions from the server without issue. Tested the transaction process using new patient profiles, and all operations were successful. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis screen was black and machine was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.